Manufacturer narrative:
According to the practitioner two implants didn't take and failed to integrate. Two implants have been placed in 13 and 23 positions on (B)(6) 2017. Three months later after the implantation, the practitioner has found that the two implants failed to integrate.

Event description:
Two implants fails to osseointegrate.